Manufacturer narrative:
We have inspected the dhf of the affected lot including material certificate and the batch was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The article met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The verification of the returned devices showed no deviations. The screwdriver has a twisted profile, the tip is broken off. The fracture surface is completely twisted and rounded. The twisting of the profile is clearly visible on the outer tips. Due to the twisted fracture surface, it is not possible to make a precise statement about the cause of the breakage, but it can be assumed that the screwdriver was used with a cordless screwdriver and not by hand, as the degree of twisting indicates a very large number of rotations, which are difficult to perform by hand. There surgery could be finished with a substitute screwdriver shank and there was no delay noted. Based on the information available, it has been determined that no corrective and preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a t5 screwdriver shank broke during surgery. There were no delays in surgery. Device was used for treatment, not diagnosis.